Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section of device identification is unknown, no product information has been provided to date.

Event description:
It was reported that during the pre-use check, the customer noticed the cuff was unable to be inflated. No patient injury. No additional information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three photos were received for evaluation. Visual and functional testing was performed. Visual inspection found damage was detected in cuff. Functional testing found leakage was detected; complaint was confirmed. The root cause of the reported issue was found to be method not followed (damage during handling). Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure? Visual inspection? Section 5.1.1 damage, by quality engineer on 20/sep/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).